Event description:
It was reported that the patient attended the clinic, as her teacher, at the school for the hard of hearing thought that her device had failed, as she no longer reacted to sound. As the patient does not wear the speech processor whilst at home, the patient's parent's had not noticed any difference with the patient's conduct. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.